Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile fault) has been confirmed. Upon investigation the monitor displayed a discharge profile fault. The cause for the fault was isolated to contamination on the j1000 component and multiple other components in the monitor. The root cause for the contamination is ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a (B)(6) patient was receiving discharge profile fault flags.